Event description:
The patient reported experiencing more spasms and the pump had less than the 2 ml expected volume. The patient reports no alarm went off. The patient reported telemetry strips did not say the alarms enabled and feels this is why they did not hear an alarm when the reservoir went below 2 mls. The patient reports they live in a small town and the agency that fills the pump does not have very many patients. Several attempts were made to contact the hcp for additional information without success. The manufacturer's device registration system indicates the drug used in the pump is baclofen and the device is still implanted.